Event description:
In july 2005, a clinical incident involving a magnum knotless implant was reported to arthrocare corporation. The next day three magnum implants were implanted during a shoulder rotator cup repair procedure. One day following the initial procedure to repair the patient's shoulder rotator cuff, the physician reviewed postoperative x-rays in which it was determined that two magnum implants had pulled out or detached from the implant site. On that same month, the physician reoperated on the patient to remove the two detached magnum implants by utilizing two transosseous tunnels and securing the shoulder rotator cuff by tying down the surgical site in a mini-open procedure.